Event description:
It was reported that the optical fiber was fractured and could not be used during procedure. The fiber was replaced and the procedure completed. There was no serious injury to the patient.